Manufacturer narrative:
It was reported to philips that the device displayed an error shock aborted error message while monitoring a patient. The user observed the patient jerk as if a shock was administered. On (B)(6) 2018 at 10:40 am the paramedic treated the (B)(6) female patient who was in cardiac arrest. Was reported to have experienced harm. The crew attempted on 2 occasions to shock the patient with 120j but device displayed a shock aborted message. Patient did jerk as if the shock was administered. The paramedic provided the following detailed report: we arrived on scene and a suppression AED was in use by h&l3 and they told us no shocks have been advised/ delivered prior to us arriving. Continued CPR and unplugged the pads from the AED and attached them to our monitor. Once attached we were strictly using the pads and no electrodes. Initially we had asystole. We started an io and placed an I gel. After epi and a few rhythm checks we had coarse vfib. We resumed CPR briefly and charged the monitor. I thought the initial shock was charged to 150, but perhaps it was 120j accidentally. The monitor charges normally, we cleared everyone once charged and then held shock button. The patient jolted as if defibrillated and the ECG line appeared to spike as if shock was delivered. Following attempted defib we resumed CPR until next check. Immediately after attempted defib we received a message that read something along the lines of ¿no shock delivered¿ and shock delivered counter on screen stayed at zero. Once this issue realized we removed the first set of pads and applied a fresh set of pads that seemed to make great contact with patients skin, no diaphoresis or hair were present. Pads were placed in normal position. Upon next rhythm check vfib still present and we attempted defib for second time with new set of pads. We attempted second time at same joules setting because we were unsure if first shock actually defibrillated effectively. I may have entered 150-170-200 as habit when completing epcr. Following second attempted defib the same thing occurred: patients body jolted as if normal defib occurred however same message present on screen. Next troubleshoot method we attempted was checking connection between pads/ monitor, there did not seem to be an issue with this connection. We attempted third defib and same thing occurred. Had we had shockable rhythm upon further checks we would have attempted defib with AED. Pea and asystole present for rest of code. The monitor seemed to function completely normally and visually appeared to defibrillate patient, just had error message. The monitor also passed morning operations check around 0800. Rhythm review by this investigator: attempt #1: at 10:49 am the device was charged to 120j and 5 seconds later the shock aborted message was displayed with an energy spike. The crew reported that the patient jerked but no shock was reported. The patient's rhythm prior to the spike was a wide complex of ventricular origin with a variable slow rate that was less than 150 bpm. Attempt #2: at 10:51 am the device was charged to 120j and 5 seconds later the shock aborted message was displayed with an energy spike. The crew reported that the patient jerked but no shock was reported. The patient's rhythm prior to the spike was a wide complex of ventricular origin with a regular rate approximately 60 bpm. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The biomed reported to have confirmed there were no errors in the status log or the auto test summary. The biomed reported that she could not recreate the error. The fse went onsite and reported the following: the symptom/failure was not reproduced. The unit checked out good. I did a complete pa and the unit passed all tests. No faulty parts, components or accessories found. The device passed all testing but I asked the customer to keep it out of use until I get the ok to release it. The fse was not able to reproduce the failure when performing the operational check test and found all tests passed. The fse reported that the issue was not confirmed and there was no trouble found with the device. The device passed all performance assurance testing and was remains out of service with the customer. Philips cannot rule out a malfunction of the device at the time it was reported. There is no indication of a systemic problem; no further investigation or action is warranted.

Event description:
It was reported to philips that the device displayed an error shock aborted error message while monitoring a patient. The user observed the patient jerk as if a shock was administered.